Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having palpitations. A lead warning triggered due to sensing integrity counter (sic) exhibited with the right ventricular (rv) lead. There was no oversensing observed on current electrograms. The lead remains in use. No patient complications have been reported as a result of this event.